Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the pen ii organon puregon pen second gen. Experienced leakage. The following information was provided by the initial reporter: complaint description: needle was attached. Leakage was observed on the needle (drop). After the drop was removed, another drop appeared at the needle. The packaging for the product is no longer available. The patient has experience with the product, this never happened before.

Manufacturer narrative:
Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the pen ii organon puregon pen second gen. Experienced leakage. The following information was provided by the initial reporter: complaint description: needle was attached. Leakage was observed on the needle (drop). After the drop was removed, another drop appeared at the needle. The packaging for the product is no longer available. The patient has experience with the product, this never happened before.